Event description:
During a laparoscopic hysterectomy, while the doctor was working on the right side of the uterus along the broad ligament the tissue was not sealing properly. The doctor had difficulty stopping the bleeding. The uterus was large approximately 900 grams. The doctor decided to use the cut and clamp method to complete the procedure. The procedure was completed and appeared to have no complications. However, after a period of time, the patient was brought back to the or and administered six units of blood. The patient was then stabilized and the second procedure was completed.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: procedure was a vag. Hysterectomy. He was not present but was given the device 2 hours after the procedure. Surgeon started using the device on the right side and was trying to take small bites; residence using two hands to squeeze and rep believes that they may have been taking bigger bites). Not sealing as well. Completed right side with super jaw and then went to cut and clamp method for left side. Uterus was 900 grams. B7:30 am procedure. Re-op 2pm bleeding was from right side. The devices was received with the upper roller detached (distal side) and not returned. In addition, the blade was received with the blade buckled. The condition of the upper rollers caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Due to the jaw being loose not all testing was performed with the generator. During functional testing, the blade did not return after the handle was depressed and the knife blade was found to be buckled. The handles of the device were manually opened and the jaws were opened by manually pulling the trigger and handle apart. A probable cause of the damage to the blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused upper rollers damage. No conclusion could be reached as to what caused this issue.